Event description:
It was reported that the blue paint from the handle was dangling or peeling off. No pieces flaked off or was found in the pt during the wrist arthrodesis surgery because the product problem was discovered when the sales representative had picked up the instrument after it had been washed and sterilized after the surgical case had been completed. There was no pt injury.

Manufacturer narrative:
The following product was also used on the same pt: (B)(4) (depth gauge). To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.